Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery rapidly depleted from 20% to 5% battery life while connected to a power source. There was no impact to the customer's blood glucose levels. It was indicated that injections were available for diabetes management.